Event description:
On (B)(6) 2025, the user¿s husband reported not receiving alerts during a low glucose event attributed to a brief sensor issue. Review of the ilet logs confirmed that alerts for both the low and the sensor issue were generated. On (B)(6) 2025, the agent informed the husband of this confirmation, and no further assistance was required. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.